Manufacturer narrative:
Concomitant medical products: exidine further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, definitive lumps, "endurated", inflamed and nodules that could be a bacterial biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the marionettes. Patient had also been injected with teosyal in the nasolabial folds about 2 years later. Patient had another injection with juvéderm ultra plus xc in the cheeks (ck1, ck2) and lower lips 5 months later. Patient had their skin prepped with chlorhexidine prior to injection. Patient went flying and contracted a cold/viral flu-like illness. About a month after the last injection, the patient called the clinic saying they had become swollen in the injected areas, but mostly in the marionette area. Patient was reviewed by the injector and a doctor. The marionette area also appeared "endurated", inflamed and definitive lumps. Patient also had induration of the chine, left marionette area and the left nasolabial fold. All the symptoms were intra oral. The affected area did not look infected. There have been no reactions to the cheeks. Photos of the patient look normal. Patient was treated with prednisone and biaxin. Patient is feeling much better and the induration has resolved. Patient still has nodules bilaterally in the marionettes. It was noted that the viral illness may have activated any residual filler and it was thought that the nodules could be a bacterial biofilm. Patient uses antihistamines on a regular basis. Patient concomitantly takes zantac, nasonex, beconal inhaler and reactine as needed. This is the same event and the same patient reported under MDR ID #3005113652-2018-01421 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm volift with lidocaine.